Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of radiographs by a health care professional identified the following: severe osteolysis along the tibial component of the right knee arthroplasty with a small focus of osteolysis along the posterior femoral component. This extensive osteolysis could result in clinical loosening of the tibial component. While review of radiographs identified osteolysis that could have led to loosening of the tibial tray, with the information provided, this cannot be confirmed as the reason the patient is being considered for a revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: vanguard femoral component item # unknown lot # unknown, vanguard bearing component item # unknown lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11290, 0001825034-2018-11291. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. Radiographs reviewed on (B)(6) 2018 indicate that there is extensive lucency along the cement-bone interface of the tibial component consistent with severe osteolysis. This may result in clinical loosening. There is a small focus of osteolysis along the posterior femoral component seen on the lateral view. There is extensive heterotopic ossification above the patella.